Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a surgical procedure, the tip of the e-sep pencil produced a small flame similar to a lighter. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a surgical procedure, the tip of the e-sep pencil produced a small flame similar to a lighter. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.